Event description:
During an atrial tachycardia procedure using a thermocool® smarttouch® bi-directional navigation catheter, the physician noted a slight break /fracture in the shaft of the catheter. Prior to the procedure, the physician had preshaped the catheter, although there is a field safety notice informing physicians that preshaping should not be done. Multiple attempts have been made for further clarification, however it is unclear to bwi if the shaft broke on the handle or if the catheter was inside of the patient. The complaint device was exchanged and the procedure was completed successfully with no patient consequence. The product has not been returned to bwi.

Manufacturer narrative:
Supplemental statement: if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4).

Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) during a procedure using a thermocool smarttouch bi-directional navigation catheter, the physician noted a slight break /fracture in the shaft of the catheter. The bwi failure analysis lab (fal) received the complaint catheter for evaluation of 1/6/2015. The returned device was visually inspected upon receipt and a crack was found in the shaft 10.5 cm from the tip of the catheter. An electrical test was then performed and the catheter passed. Therefore, we can conclude all the electrical wires were insulated. It is unknown what caused the damage, however, the instructions for use state that careful catheter manipulation must be performed and to avoid twisting the catheter to prevent any damage. The customer complaint has been verified. An internal corrective action has been opened to address this issue the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.